Manufacturer narrative:
Submit date: 3/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a heel warmer. The customer reports that a heel warmer exploded when activated. The contents spilled onto rn and patient, patient bed, and floor. The customer further reported that there were no injuries; however, the contents did spill over the infant and the nurse involved. The solution was cleaned off.

Manufacturer narrative:
A lot number was not provided therefore a device history review (DHR) could not be reviewed. Complaint samples were received in the form of 1 heel warmer pouch. Upon visual inspection the pouch had a tear on the lower part of the back pouch, and the solution had leaked out of the pouch. Because a tear was present on the heel warmer pouch, this complaint is confirmed. Furthermore, this complaint is manufacturing related in nature. However, because no lot number was provided, it cannot be fully determined when the heel warmer was manufactured. The root cause was determined to be the purchased back of pouch material. In the supplier process, there was a weak lamination between the polyester and the polyethylene layers that comprise the back of the pouch material for the last lot of material supplied, which caused the noted bursting phenomenon experienced by the customer. In response to the heel warmer complaint for a pouch burst, a formal corrective and preventive action (CAPA) was initiated. Corrective and preventive actions have been completed to integrate the supplier performed laminate peel test and burst test into the raw material purchase specification (rmps) for the back of the pouch material. Specification values around these tests were modified in accordance with acceptable performance as well. Trending will be continued, and this complaint will be shared with the charts focus factory to promote awareness.